Event description:
It was reported that the patient fell, and attempted to absorb the shock with the left arm. Afterwards, the patient alert and lead integrity alert (lia) triggered, and the patient received an inappropriate shock. The lead exhibited high impedance, oversensing, and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.